Manufacturer narrative:
Additional information was received on (B)(6) 2014 stating that the site has changed the moderate non-serious adverse events of cranial nerve iii and vi palsies that occurred on (B)(6) 2013 to serious. (B)(4).

Event description:
(B)(4). Treatment of a giant unruptured saccular sidewall aneurysm measuring 28mm x 6mm located in the left ica (internal carotid artery). The patient presented with neurological symptoms of diplopia, abnormal eye movements, visual acuity deficit, photophobia, and headache. The mrs (modified rankin score) baseline = 1(no significant disability, able to carry out all usual activities, despite some symptoms). The patient was placed on aspirin and ticlopidine. On (B)(6) 2013, the patient was treated with the placement of two pipeline embolization devices without issues. On (B)(6) 2013, the patient experienced a moderate, non-serious, adverse event of cranial nerve iii and vi palsies with symptoms of ophthalmoparesis, ptosis, mydriasis, headache (not responsive to drugs), nausea, and vomiting. The patient was given a steroid (soldesam). It was noted that the cranial nerve palsies were thought to be due to mass effect of aneurysmal thrombosis. On (B)(6) 2013, the symptoms resolved. The mrs = 3 (moderate disability. Requires some help, but able to walk unassisted).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. (B)(4).